Event description:
.The PICC catheter was placed on (B)(6)2009 in the basilic vein with no difficulties encountered during insertion. On (B)(6)2009, the catheter was found broken, the catheter was successfully removed at that time.

Manufacturer narrative:
Additional information has been requested from the reporter. The sample has been received and is currently being decontaminated. Upon completion of the investigation, a supplemental report will be submitted. (B)(4)